Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent an initial shoulder arthroplasty procedure in (B)(6) 2012. Subsequently, patient will be revised due to unknown reasons; however, no revision procedure has been reported to date. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an initial shoulder arthroplasty procedure on (B)(6) 2012. Subsequently, patient will be revised due to unknown reasons; however, no revision procedure has been reported to date. No further information has been provided.